Manufacturer narrative:
Product analysis result: the screw was returned with the head separated from the shaft. A microscopic review of the head reveals that the snap ring has some damaged but is still located in the ring groove. There are heavy witness marks on the inside of the saddle where the crown of the bone screw contacted the saddle. There is a witness mark on the bone screw head parallel to the ¿u¿ channel where it appears the bone screw head came in contact with the rod. Witness marks on the bone screw crown left by the snap ring indicate that the head was at an extreme angle relative to the bone screw. The previous observations are consistent with excessive force being placed on the screw through angulation. When a large bone screw like the one that failed is placed at an extreme angle it is possible to apply a great deal of force to the head through levering. This force can cause the bone screw head to detach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes to adverse event: other - lower lumbar pain. PMA/510k: this part is not approved for use in the united states; however, a like device catalog # 55840025550t, 510k# k152604 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar instrumentation from l3 to s1 with l5 reduction due to lumbar spondylosis. Post-op, head(tulip) of the implanted screw had been detached from screw shaft due to this patient experienced increased lower lumbar pain. Patient underwent revision surgery for the removal of alleged screw.

Manufacturer narrative:
X-ray review results: post-op x-ray ap/lateral l4-s1 fusion provided. By report this was l3-s1 but no instrumentation is present at l3. One of the s1 screw shows detachment of the screw head from the shank. No interbody device is present, fusion status is unknown. If information is provided in the future, a supplemental report will be issued.